Event description:
The customer alleged the siderail will not latch.

Manufacturer narrative:
Hill-rom tech, found that the mattress was not positioned correctly and preventing the siderail from latching. He repositioned the mattress and the bed functioned to specs.